Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the antibody screen test well image in question, which was visually negative. The immucor laboratory tested retention product on (B)(6) 2017 which performed as expected. The full and complete facility telephone extension number is (B)(6).

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpected negative antibody screen test well when using capture-r ready-screen (3) with a galileo neo instrument, when tested on (B)(6) 2017.